Manufacturer narrative:
Evaluation: a product evaluation could not be performed at this time because the product said to be involved has not arrived at cook for evaluation. The report has not been confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: a definitive cause for the report of balloon rupture could not be determined at this time. Prior to distribution, all lots of the quantum ttc esophageal balloon dilator are subjected to a test that measures the outer diameter and pressure. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During the procedure, the physician used a cook quantum ttc esophageal balloon dilator. After inflation, the balloon ruptured. Another balloon was used to complete the procedure. An attempt has been made to collect additional information regarding patient impact and product usage. The complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event.